Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from the meter memory that were taken in (B)(6). The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/20/2018 and open vial date at time of call is two weeks. The meter memory was reviewed for previous test result history: the 149mg/dl (B)(6) 2017 08:28 pm fasting: yes, 173mg/dl (B)(6) 2017 07:10 pm fasting: yes, 187mg/dl (B)(6) 2017 08:13 pm fasting: yes, 185mg/dl (B)(6) 2017 07:29 pm fasting: yes, 147mg/dl (B)(6) 2017 08:17 pm fasting: yes. Memory concerns: customer is concern with all the results taken in (B)(6). Customer states that she have stop using the meter because she was getting a lot of error and the high blood results.